Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2022. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(4). Batch: 7070165.

Event description:
It was reported that the patient experienced inadequate stimulation despite reprogramming attempt. It was noted that contacts on the lead were out. The patient underwent a revision procedure wherein the leads were replaced.

Manufacturer narrative:
Sc-2317-50 sn:(B)(6). The returned lead was analyzed wherein visual (microscope), and x-ray inspection revealed that multiple cables were completely broken at the bent and kinked location of the lead. The bent and kinked location was 2 cm from the set screw mark of the clik x anchor. There were no exposed cables at the fracture location. The lead got kinked after it exits the clik x anchor resulting in the reported complaint. Additionally, the lead tails were cleanly cut, and the proximal ends were not returned. The clean-cut damage was a result of a typical explant procedure, and not considered a failure. With all the available information, boston scientific concludes that the allegations of high impedances and inadequate stimulation have been confirmed. The fractured cables resulted in the reported high impedances and inadequate stimulation.

Event description:
It was reported that the patient experienced inadequate stimulation despite reprogramming attempt. It was noted that contacts on the lead were out. The patient underwent a revision procedure wherein the leads were replaced.